Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unk. Based on the info provided, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal instruction for use (IFU) states that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instruction for use (IFU) caution that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent.

Event description:
It was reported that an angio-seal was deployed post percutaneous coronary intervention (pci). A pre-deployment angiogram revealed moderate calcification and mild tortuosity at the puncture site. The ankle brachial index (abi) dropped from 0.9 to 0.6 after the procedure. The compaction marker was fully exposed and the physician pulled the tamper tube out, but hemostasis was not achieved. Manual compression was applied and hemostasis was then achieved. Seven days later, the abi dropped and an angiogram of the lower leg and percutaneous transluminal angioplasty (pta) were performed. The angiogram revealed stenosis of approximately 50% and that the angio-seal collagen and anchor were inside the artery. The pt had no symptoms and the abi was checked regularly for approximately the next 2 months. On may 9, 2008 a decrease in the abi was observed and another angiogram of the lower leg was performed which revealed the angio-seal had not re-absorbed and there was greater than 50% stenosis. Seven days later, the angio-seal was surgically removed. The pt is diabetic and is on dialysis. The pt has been discharged. The physician is in the process of receiving angio-seal training. This was the third case for the physician and the angio-seal was deployed without the sales representative present; it was deployed before the training requirements were completed.